Event description:
The report stated that the blue ceramic part came off the ligasure precise handpiece and then the device would not work anymore. A new handpiece was opened to finish the procedure. They also reported there was no injury to the pt.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.